Event description:
It was observed that during the device evaluation, the bronchovideoscope's forceps channel port had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that some kind of stress such as damage or deterioration of parts led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.